Manufacturer narrative:
Investigation found that there was a bad connection between the power coil cord for the motor and the cable that connects it to the cpu, inhibiting the foot end motor from lowering.

Event description:
It was reported by service report that the footend motor was not working. No patient involvement is reported, however adverse consequences are unknown.